Event description:
Mini mesa screw broke approximately 3 months post-operatively. The pt was revised.

Manufacturer narrative:
The screw was recently received and will be sent to an independent laboratory for analysis. The manufacturing and inspection records for the screw were reviewed and no discrepancies were noted - the screw was manufactured according to specification. It is worth noting however, that the screw that broke is a small screw, indicated for cervical thoraco fixation and it was used at l3. It was the distal most screw in the construct. The surgeon replaced the screw at l3 and extended the construct another level down. The surgeon was pleased with the outcome as excellent correction was achieved and the construct believed to be strong. The surgeon has been contacted to see if there were possibly any other contributory factors. No firm conclusion can be made until feedback from the surgeon is obtained and the analysis of the part is completed.

Manufacturer narrative:
Part analysis showed fracture surface (breach marks on one side) indicating unidirectional fatigue overload. No material or manufacturing defects observed. Manufacturer is not expecting additional information and considers this to be a closing report.